Manufacturer narrative:
The treatment plan included treatment of the patient's inner thighs with renuvion. A chest tube was administered to the patient, the pneumoperitoneum and pneumothoraces resolved, and the patient was discharged from the hospital. The root cause is yet to be determined due to limited procedural details at the time of reporting and the investigation is ongoing.

Event description:
The patient developed pneumoperitoneum and bilateral pneumothoraces requiring admittance to the hospital following a procedure in which renuvion was used as part of the overall surgical treatment.